Event description:
It was reported that during unpackaging of the device, the absolute pro handle was found to be broken (broken in the middle). There was no report of exposed, premature or partial stent deployment. The device was not used. A second absolute pro was used. No pt involved. No add'l info was provided. Device analysis revealed the stent was partially unsheathed, the strain relief detached, handle and lock broken; blood was present on the device and the tray.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.